Manufacturer narrative:
This report is made based on the results of investigation completed on 06/06/2011. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. During evaluation, the force sensor was found to be physically damaged.

Event description:
Pump was returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.